Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. The alarm was not able to be cleared from the pump. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: the black box data and alarm history confirmed record of call service 078-0008 alarm. On investigation, the pump powered on normally without alarm. Rewind, load and prime steps were successfully completed. Call service alarm was no duplicated during the investigation.